Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm check settings. Customer's blood glucose at time of incident was unknown. The customer stated the check settings alarm was followed by another alarm. The customer was explained that alarm occurs 5 minutes or 10 minutes after resetting pump without resetting date/date. The customer was assisted in performing self-test and did not pass. The customer was advised the pump needs to be replaced. The customer reported via phone call indicating that the insulin pump alarm external flash crc error. Customer's blood glucose at time of incident was unknown. The alarm was explained to the customer and stated the alarm was cleared. The customer stated the pump alarm since yesterday. The customer was advised that we will ship a replacement pump.

Manufacturer narrative:
The pump was received with a blank display due to a faulty component on the mother board. Unable to perform the functional testing or verify check settings alarm or external flash error alarm due to the blank display anomaly. The pump had a cracked case at the display window corner, and minor scratches on the display window.